Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer's pharmacist complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was not provided. This medwatch will cover test strip lot 29415111. Refer to medwatch with patient identifier (B)(6) for information on an unknown test strip lot. On (B)(6) 2018 the result from the meter with an unknown test strip lot was 3.8 inr and the result from the laboratory was 2.9 inr. On (B)(6) 2018 the result from the meter with an unknown test strip lot was 4.0 inr and the result from the laboratory was 3.0 inr. On (B)(6) 2019 the result from the meter with test strip lot 29415111 was 3.9 inr and the result from the laboratory was 2.7 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The returned customer test strips were measured with the retention meter with liquid qc of a high level. The obtained qc results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.